Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the pacemaker was found to be in backup vvi mode. The pacemaker was explanted and replaced. The patient's status was unknown.

Manufacturer narrative:
The implant date was reported as follow, ¿implanted in 2016." Further information requested but was not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated that the patient was stable throughout the procedure.